Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA with supplemental information from the nurse of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient was diagnosed with and hospitalized for peritonitis. On (B)(6) 2012, the patient was discharged from the hospital. The patient was recovering. The nurse was contacted and declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers: lot numbers: h12d12045 h12c07013 and h12b14037. No exceptions were observed that were related to the reported condition. The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this event.